Event description:
A labor patient was being monitored by a fetal monitor which was connected to a vital signs monitor in order to track the patient's blood pressure. The vital signs monitor takes the patient's b/p, blood pressure, and sends that information to the fetal monitor which transmits that information to the central station. The fetal monitor recorded the first b/p, but subsequent b/p's were neither recorded nor transferred to the central. The nurse was caring for the patient at the bedside and referred to the vital signs monitor for the b/p results and was not aware that that the b/p was not being registered in the computer. The unit was tested by biomedical services and the communications ribbon cable inside the unit was loose. The cable was reseated and the unit tested fine.